Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer. It was reported that the clinician programmer and the patient controller could not find the implantable neurostimulator on (B)(6) 2018. The patient had 2 rechargers and one patient controller replaced in the past to try and resolve the issue. The patient has done passive recharge mode several times at home and was seeing screen 16, no device found on the patient controller. A recharge session was attempted at the time that the additional information was received, and a screen was displayed, unable to establish recharging. The manufacturer representative was seeing a home screen on the patient controller and it does not go to the lock screen. The manufacturer representative accessed tech mode on the patient controller and disabled the device. It still did not find the implantable neurostimulator, but then it went to good samaritan mode. It was reviewed that this meant that the implantable neurostimulator was not paired. It was reviewed that they should get some charge on the implantable neurostimulator as it is on red and then pair the device. There were no further complications reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient reported that for the past couple of months, the patient had trouble with charging the ins. The patient stated that he let the ins run down ((B)(6) 2018) and it was depleted. The patient had a knee replacement ((B)(6)2018), so he hadn't used the therapy because he has not needed it. The patient stated that he had tried to take the lithium battery out and put it back because he was having difficulty charging the ins and that worked before but it was no longer working. The patient stated that this was about the third time that this had happened since 2018 (patient stated in the past couple of months). The patient was describing the no device found (screen 16) on the controller screen. Patient services reviewed troubleshooting on the call, but this did not resolve the issue. Patient services reviewed the possibility of a discharged ins. Patient services assisted the patient in troubleshooting to resolve a discharged ins, this did not resolve the issue and the patient saw the reposition antenna screen. The patient was transferred to the repair team, and the patient was sent a new recharging antenna. On (B)(6), additional information was received from the patient. The patient stated that he received the new recharger antenna. The patient stated that he was still experiencing the same issues with the new one as he did with the old one. The patient was warm transferred to repair. The patient was sent a new controller. On (B)(6), additional information was received from the patient. The patient had received a new controller and a new recharging cable from the repair team today. Patient services helped the patient with pairing the new controller, but the new controller was showing the "cannot find device" screen. Patient services was directing the patient to contact the doctor¿s office to have the ins checked. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from the follow up email sent to them. Representative indicated that after charging the device via good samaritan mode, they were able to pair the patient controller to ins and issue was resolved. Patient's weight was unknown.